Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 25mm in length, eccentric, de novo target lesion was located in the non tortuous, moderately calcified and 4.0mm in diameter proximal right coronary artery. The lesion contained >45 and <90 degrees bend. A 4.0 guide catheter was placed. After a non bsc guide wire crossed the lesion, a 28x4.00 omega stent was introduced into the patient however it was noted that the stent was deformed. Another 28x4.00 omega stent and a 4.5x16mm stent were deployed in the lesion. The recently implanted stents were post dilated using a 4.5x20mm quantum balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.